Manufacturer narrative:
Two events occurred on unspecified dates and one event occurred on (B)(6) 2020. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three homechoice cassettes leaked from an unspecified location. This occurred during setup of peritoneal dialysis therapy. It was further reported as "solution coming out of the door". The patient was not connected at the time of the event. Renal therapy services (rts) reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.